Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? No further information is available. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? No further information is available. If yes, did the jaws eventually open? No further information is available.

Event description:
It was reported that during an unknown procedure, the jaws did not open before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 01/21/2021. D4: batch # t5f02h. H6: component code = others (g07). Device analysis: the analysis found that one pcee45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.